Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 105 was reproduced and confirmed through eval. This condition was caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump had system error 105. It was also reported there was no pt injury.